Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the electrocardiogram connector on the link electronic module (lem) printed circuit board (pcb) was loose and the lem pcb was replaced and the lem calibrated, and the software was reconfigured, reloaded and updated. It was further noted that there was a damaged rubber pad on the lower case, a worn upper hinge plate, the antenna cables were damaged at the upper hinge and the system fan was intermittently noisy. All found defective parts were replaced. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.